Manufacturer narrative:
The p-cap, reservoir locked properly during testing. Unit passed rewind, seating, basic occlusion, occlusion, force sensor, self test and displacement test. No unexpected insulin flow blocked alarms were noted. Hardware low level failure alarm confirmed in pump history due to broken trace at pin # on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm and no delivery alarm. It was reported that the insulin pump had recurring insulin flow block alarm and changed entire set. The customer reported that they had performed self test and received hardware low level failure alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.